Event description:
A customer contacted stryker to report that the service led of their device illuminated and displayed a white screen during power on. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker product analysis center further evaluated the removed part and it was determined that the cause of the reported issue was due to a cracked and shorted capacitor, c181 on the user interface pcb assembly.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate the reported issue. It was observed the the user interface board was found to be missing component c181. After replacing the user interface pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that the service led of their device illuminated and displayed a white screen during power on. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.